Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G4: 510k unknown, h3: device has not been returned to manufacturer. (B)(6).

Event description:
It was reported that the pump exhibited a high delivery rate. The measured value was 32.24 ml at a set delivery rate of 60 ml/h and a measuring time of 30 minutes. The limit values were 28.2 ml - 31.8 ml. No patient injury was reported.

Manufacturer narrative:
D9: 1/10/2024. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in used condition, and a bubbled dso gasket. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. There was no fault found. The service history review identified no indication that the complaint was related to a service of the device within the review period.